Event description:
It was reported that the pt presented for surgery to repair a recurrent, incarcerated, ventral hernia on (B)(6) 2011. The intra-operative hernia was 375cm2 and the surgical site was identified as a potentially contaminated field. The surgical wound was labeled as class 2 per the cdcs surgical wound classification, which indicates an operative wound that is done under sterile conditions, but operating on a potentially contaminated area, like the bowel. The pt had an underlay with component separation using veritas collagen matrix to repair the recurrent hernia. The veritas mesh was affixed using sutures and a drain was placed. The pt was diagnosed with cellulitis around the right side of the drain on (B)(6) 2011. The drain was removed on (B)(6) 2011, (B)(6) days post-op, and the pt was treated with antibiotics. The cellulitis resolved on (B)(6) 2011. The surgeon did not believe the cellulitis was due to the veritas or the procedure. The pt was also diagnosed with a seroma on (B)(6) 2012. The surgeon believed the seroma was related to the procedure but not the veritas. The pt underwent ultrasound-guided aspiration on (B)(6) 2012 and was admitted to the hospital on (B)(6) 2012, with abdominal pain. A CT scan was (B)(6) 2012, showed fluid collection in the midline ventral abdominal wall and on (B)(6) 2012, that fluid was drained percutaneously. The drain remained in place until (B)(6) 2012 and straw-colored fluid was removed which was negative for any infection. The pt was discharged on (B)(6) 2012. The pt was diagnosed with a recurrent hernia during the (B)(6) f/u examination on (B)(6) 2012. The pt was reported to be asymptomatic and was unaware of the reherniation at that time.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device was specs at the time of manufacture.